Event description:
A complaint was received concerning part number (B)(4). , lot 230203-64, size 4/0 silk swage suture. According to the report, the suture detached from the needle during surgery. No injuries or delay in the surgical procedure was reported by the clinic.